Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt hypoglycemic and had 'micro seizures' (she was jerky and faded in and out) but she stated that she remained conscious. The cgm value displayed was 70 mg/dl. After drinking two 8 ounce cans of pineapple juice herself her blood glucose stabilized. One bg finger stick value during the event was 24 mg/dl. She continued to check the values using her glucometer as her blood sugar continued to rise. She did not need assistance or seek medical intervention and she recovered completely. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.